Event description:
A user facility reported to olympus a tear was noted at the universal scope connector of the evis lucera elite bronchovideoscope. Upon inspection of the returned device, olympus found the bending manipulation section and insertion tube were defective and coating had peeled off at the connecting tube. This report is being submitted for the additional defect found during device evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer report was verified, a cut was found on the universal cord. The evaluation found the angulation in the upward direction was out of standard due to a worn-out angle wire and the coating on the connecting tube peeled off from the device. Additionally, the device charged coupled device (ccd) was damaged which causes crease on the screen. The scope connector and the light guide were also defective. The faulty part needs replacement to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The cause of this suggested phenomenon was presumed to be due to physical stress or the like. The user can properly detect the suggested event by handling the device in accordance with the following instructions for use (IFU) statement: ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ the user can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: ¿warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.